Event description:
IV pump infusing norepinephrine for maintaining patient blood pressure stopped working (infusing) without alarming. Malfunction caught by noticing a significant drop in patient's blood pressure.